Event description:
Spontaneous call. Patient reports that both pumps alarmed for high pressure. Upon troubleshooting pump, patient changed her cadd ext set and resolved issue. It is unknown what caused the issue. Patient is infusing fine now. Serial/lot number is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available to be returned for investigation? No; did we [MFR] replace the device? Yes, sent new tubing. Did the pt have add'l device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; reported to (B)(6) by pt/caregiver.